Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Correction b5: additional information received from a user report states that the ipg is now reportable.

Event description:
Additional information received from a user report states that the ipg is now reportable.

Event description:
Additional information received reports that the ipg has met normal longevity and is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the ipg has met normal longevity and is no longer reportable.